Event description:
Device 4 of 4. Reference MFR report #1627487-2012-12417, 12418, 12419. It was reported the patient was no longer feeling stimulation on left side. The sjm representative reprogrammed but was unable to achieve left side stimulation. Follow-up determined images were taken and showed the leads to be wound in a tight circle. The left leads were in located in the pocket site, and the right leads were located just above the pocket site. The physician reports the patient may have twirled the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.